Event description:
It was reported that after the initial surgery on (B)(6) 2026, a revision surgery was performed on the same day because a left trochanteric nail had been mistakenly implanted instead of the right trochanteric nail. The revision surgery was finished successfully using the right trochanteric nail. It was not necessary to switch the surgical technique. Update 15-apr-2026 - further information was received: the distributor reported that the label of the device was correct. The incident was caused by an error at the hospital. No x-rays are available. The initial surgery and the revision surgery were performed in the same hospital through the same surgeon.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.